Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a distributor via sems that an ar-8305 shaver console displayed an "fs pedal stuck" alarm and stopped working. This was discovered during use in a procedure performed on (B)(6) 2021. Rep contacted (B)(6) for more info. Update: rep returned contact starting (B)(6). Rep confirmed on (B)(6) that the case was delayed as a result of the product malfunctioning, and additional anesthesia had to be given to the patient. The case was completed using a new console manufactured by conmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a distributor via sems that an ar-8305 shaver console displayed an "fs pedal stuck" alarm and stopped working. This was discovered during use in a procedure performed on (B)(6) 2021. Rep contacted (B)(6) for more info. Update: rep returned contact starting (B)(6). Rep confirmed on (B)(6) that the case was delayed as a result of the product malfunctioning, and additional anesthesia had to be given to the patient. The case was completed using a new console manufactured by conmed.